Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 3.5x20mm drug eluting stent to an in-stent restenosis of a previously placed stent, unk type and size, in the distal left anterior descending (lad) artery, but was unable to cross the lesion. The stent delivery system (sds) was removed, the lesion was pre-dilated and they attempted to cross the lesion again, but the shaft broke at the proximal end of the sds. The stent was intact on the sds and everything was completely removed from the pt's body. No pt injuries or complications were reported. Add'l info regarding this event has been requested, but is not available.